Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator appeared to have moved in the pocket and was poking out. The pt also reported a sensation like she had a pinched nerve going down her leg.